Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a e315 incompatible scope communication error during service/ maintenance (after a completion of a diagnostic procedure, which was completed by a back-up device). There were no reports of patient involvement.